Event description:
It was reported that an ilet pump case clip failed, the pump detached during activity, and impact caused the cartridge connector to break, leaving the cartridge stuck until the caregiver removed the broken connector with needle nose pliers and replaced supplies; the reported blood glucose was 320 mg/dl and the connector lot was 32651. Symptoms included hyperglycemia. Outcomes included device use interruption that required user intervention and temporary loss of therapy delivery. Investigation included customer interview, troubleshooting, and confirmation that replacement supplies and a new case and clip would be provided. Investigation of this case revealed mechanical damage to the external case clip leading to a dropped device and a fractured cartridge connector consistent with impact-related breakage. It was concluded, based on previously established findings for similar reports, that the cause was user environment and handling factors resulting in impact damage to the case clip and connector.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.